Event description:
Customer reports passing out with a blood glucose result of 313 mg/dl obtained on the aviva system; paramedics arrived, and result on their meter 5 minutes later was 110 mg/dl. No medical treatment required. Requested return of suspect device and replacement was sent.